Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that prior to use with bd plastipak¿ syringe 20ml ll, 2 syringes presented foreign matter on their stoppers. The following information was provided by the initial reported: "we find white contaminant inside 2 of our syringes."

Event description:
It was reported that prior to use with bd plastipak¿ syringe 20ml ll, 2 syringes presented foreign matter on their stoppers. The following information was provided by the initial reported: "we find white contaminant inside 2 of our syringes."

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval? Yes. D10: returned to manufacturer on: 2022-01-19. H6: investigation summary: two samples and photos received for investigation. Upon visual inspection, it can be seen there is a white dot in each of them. This white dot is not foreign matter, is a lack of compaction in the barrel that produces an empty small space embedded in the barrel of the syringe. Pictures provided show the same defect found in the samples inspected. A device history review was performed for reported lot 2108063, no deviations or non-conformances were identified during the manufacturing process that could have contributed to this reported issue. Possible root cause is associated with the molding process due to a lack of complete filling of polypropylene into the mold. Final products in this manufacturing line, for this reference are sampled and they are subjected to visual and functional inspections during the different manufacturing sub-processes according to procedures.